Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including pci in 2007 and dyslipidemia, hypertension and diabetes. The indication for the index procedure was angina. Angiography revealed a 60% stenosis in the 1st diagonal. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. A single stent placement was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Peri-procedure, the ck was 132, the ckmb was 1.0 and troponin was <0.006. Post procedure the ck was 141, the ckmb was 32.0 and the troponin was not measured. In the next set of enzymes was the ck was 145, the ckmb was 3.0 and the troponin was 0.204 (ratio 4.08). The ECG core lab reported no new st-t abnormalities and no new q waves, noting inadequate tracing quality due to a severe artifact. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094025 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics, and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications: asprin 325mg qd, metropolol 125mg qd, lisinopril 2.5 mg qd, actos 22.5 mg qd, isosorbide monontrate cr 60mg qd, tricor 145mg qd, ranexa 2000mg qd, aldactone 50mg qd, diltiazem 240mg qd, glucophage xr 500mg bid and singular 10mg qd. Additional information will be submitted within 30 days of receipt.

Event description:
Based on the (B)(6) adjudication committee, it has been determined that the patient experienced a peri-procedure myocardial infarct. As reported via the (B)(4) study, a patient experienced elevated troponin I level post index procedure and was diagnosed with b cell non-hodgkins lymphoma approximately two years after the procedure. At the time of the index procedure, angiography revealed 60% stenosis of the proximal portion of the 1st diagonal. The lesion was 10mm in length, class a and de novo. The reference vessel was 3.0mm in diameter. A 3.0 x 13mm cypher rx was implanted at 14atm by direct stenting and without post-dilation. There was no residual stenosis. Post-procedure, troponin I peaked at 0.204 (uln 0.050). There were no reported adverse events or procedure complications and the patient was discharged the day after the procedure. According to the investigator, the elevated troponin was not clinically significant. Per the (B)(4) adjudication minutes received on (B)(6) 2012, the patient experienced a peri-procedural mi based on the elevated cardiac enzymes. It was reported to being related to the devise ans to the procedure. The ECG core lab reported no new major st-t abnormalities and no new q waves, noting inadequate tracing quality due to a severe artifact.